Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with 105 packed samples of lot 1501003. 30 units were tested for engagement force with correct results. Several bd eclipse needles were assembled onto emerald syringes and leakage test was performed with no abnormalities or issues observed. DHR review: production and inspection records review established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2105 (january 12-14th, 2015) during which 65 visual inspections were carried out with 0 defects noted. Needles were assembled in machine 4249-4261 and come from two assembled batches: -#5007433 (january 9-14th, 2015) during which 190 visual inspections of 25 units each were performed with zero defects noted. -#4275172 (october 4-16th, 2014) during which 245 visual inspections of 25 units each were performed with zero defects noted. Research has not found any issues or abnormality in injected hub batches #4135356, #4142197, #4185033, #4128410, #4281065, #4290053, #4303178, #7274216, #4182073, #4119040, #4104009, #4351499, #4094113, #4115192, #4311048, #4274216, #4328294, #4349318. 1qn (#5767) was found related improper molded in injected hub batch #4317110, but this would not affect whether or not the reported issue. Cannula batches: #4196202 and #4287049. Based on above results and since bd does not know if instructions were correctly followed, bd could not identified any possible root cause related needle manufacturing process. Since complaint is not possible to confirm and this is the first time complained received for this issue and this, it was determine that no corrective actions are required at this time.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with leakage. There was no report of injury or medical intervention.